Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a lead and ipg replacement procedure. The explanted products were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072608, UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 369483, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 25329554, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a lead and ipg replacement procedure. The explanted products were discarded per hospital policy and patient was doing well postoperatively.